Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient developed an infection. As a result, this pacemaker was explanted. Following explant on (B)(6) 2016, this device was used as an external temporary pacer in order to provide continued therapy to the patient until a new device system could be implanted at a later date. The use of this pacemaker as an external temporary pacer is off label use. No additional adverse patient effects were reported.

Event description:
Additional information was received that this pacemaker was no longer being used for temporary pacing because a new device system was implanted on (B)(6) 2016. No additional adverse patient effects were reported.